Manufacturer narrative:
There is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A sample is available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot number 4234261p49. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that a patient was admitted to an ICU for an unspecified ailment on (B)(6) 2015. On (B)(6) 2015 he was transferred to a general surgery ward and the nurse on duty noticed that his hand was swollen. She removed a bd venflon pro IV cannula an noticed that the catheter remained inside the patient. The nurse immediately informed the physician on duty and the intensivist and the patient was rushed into surgery where a surgeon and interventional cardiologist operated on the patient and successfully removed the broken IV catheter.

Manufacturer narrative:
Although it was previously reported that a sample was available and an investigation would be completed, a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot number 4234261p49. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.